Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that during an unknown procedure using a reprocessed harmonic scalpels/shears the device blade broke off. Fragments were generated. There was no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.